Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381834 and lot number 5010457. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard retraction issue. The following information was provided by the initial reporter: reported issue: insertion of a vvp, the catheter did not retract over the entire needle about 1 cm not retracted. Consequences: no.